Event description:
A vns programming physician reported to our country rep that they had a hp jornada handheld computer that had an issue with the light on the screen. Reported as limited light on the screen. Trouble shooting was reported to have been performed w/o it getting better. They could use the handheld computer, but it was not optimal. (B)(4) attempts are underway to have the handheld returned for analysis.